Event description:
It was reported the system would not expose. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray generator and the power supply need to be replaced. The customer canceled the service call.